Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent experienced severe hypoglycemia and felt faint, but no other symptoms were reported. The cgm was reading 105 mg/dl and the blood glucose reading was 31 mg/dl. She was using an omnipod insulin pump at the time of the event. The patient was treated by the parent with jubin and long-acting carbohydrates and was monitored by the parent afterward. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.